Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 piece lot in march of 2020. Evaluation of the returned instrument as received shows that the luer port cap is missing and the handle to jaw and knob rotation mechanisms are dry and sluggish. Further evaluation shows that the tips are misaligned in the closed position therefore we are able to validate this complaint. After the initial evaluation this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws and there is visible damage to the (g00443) jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the (g00443) jaws and for drive rod (n00185) bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
10 nov 2021,the jaw was found misaligned during use on patient.

Manufacturer narrative:
(B)(4). Hol ml 5mm endo applier.

Event description:
On (B)(6) 2021,the jaw was found misaligned during use on patient.